Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia treated with manual injection/insulin pen, an insulin pump (subcutaneous insulin infusion), and discontinued use of the insulin delivery system. The customer thought the pump not working properly because of leaks on the reservoir compartment for insulin and after changing the entire set at least 8 times, the problem persists. The customer was using a backup pump. The customer reported a blood glucose value of 23.0 mmol/l. The customer reported the following led up to the event no troubleshooting was identified. The event involved product(s) mmt-1885. The customer reported high blood glucose. The customer has been using the insulin pump system within 48 hours of the reported high blood glucose event. The customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The pump was received with a battery cap. The contact was properly attached, and the weld spots holding it in place were still intact. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, active current measurement, self, and displacement accuracy tests; it failed sleep current measurement test. No under or over delivery anomalies were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool does not list any delivery related alerts/alarms nor does it list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. Did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. The high sleep current measurement was isolated to pcba2. In summary, the customer¿s report of under delivery was not confirmed during testing. The high sleep current measurement is due to pcba2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.